Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that he received a call from the end user stating that the end is hearing a popping sound under the bed. The dealer then went to the end user's home and checked the bed and 4 of the six connecting links have broken on the bed.